Event description:
Received information stating the customer's pump shutdown and was unresponsive. The pump displayed a low power alert at 20% battery life prior to the shutdown. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.